Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there is no pressure when pulling plunger allowing air bubbles, the stopper appeared smaller with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: we are currently having issues with 3ml syringes here at children¿s hospital boston in the phlebotomy department. When pulling the plunger there is not pressure and the plunger goes all the way up filling the inside of the syringe with bubbles. I did not take a picture of the actual syringe, but when it happened to me it looked as if the seal was smaller than usual ( it looked melted).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there is no pressure when pulling plunger allowing air bubbles, the stopper appeared smaller with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: we are currently having issues with 3 ml syringes here at children¿s hospital boston in the phlebotomy department. When pulling the plunger there is not pressure and the plunger goes all the way up filling the inside of the syringe with bubbles. I did not take a picture of the actual syringe, but when it happened to me it looked as if the seal was smaller than usual ( it looked melted).